Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing came apart during a medical surgery on (B)(6) 2019. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
The report of tubing coming apart was confirmed during visual inspection of the received set. The separation was at the engagement between the tubing and the lower fitment. The set still had the clear caps on the drip chamber and male luer and the set was still taped and bound. No cracks or tears were observed and all other connections were tight and secure. Further inspection of the separated tubing found insufficient solvent and evidence that the tubing was not fully inserted into the lower fitment during assembly. Dimensional analysis of the separated tubing was performed and the tubing was found to be within specification(s). The root cause of the report that tubing came apart was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing came apart during a medical surgery on (B)(6) 2019. Although requested, there has been no impact to patient response or additional event information made available to date.